Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site and subsequently was administered a topical steroid (date and duration not reported).